Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deeply and was then snared into the annulus. The valve dislodged out of the targeted location and was then snared into the ascending aorta. A second valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The following text was inadvertently omitted from the initial report: conclusion: potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but a root cause could not be established from the limited information available. Dislodgement complaints are typically not a result of a device malfunction. Medtronic will continue to monitor for future similar events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.